Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the pump¿s black box revealed that data from the date of the complaint had been overwritten due to continuous use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rate. The pump passed the delivery accuracy test and was found to be delivering within the required range and delivering accurately. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an history/settings issue.